Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: during the case the valve of the device was broken and caused an air leak. There was no tissue loss, no tissue damage and no additional blood loss. Operative time was not extend surgery by more than 30 minutes.